Event description:
On (B)(6) 2013, a distributor in the (B)(6) reported via a fisher & paykel healthcare representative that a hospital reported an mr850 respiratory humidifier alarmed 3 different times during patient use with a CPAP system. The hospital reported to the distributor that "steam came out of the patient circuit on the patient's nose". No further details of the patient injury was provided.

Manufacturer narrative:
(B)(4). The complaint devices have not been returned to the manufacturer. Fisher & paykel healthcare (fph) has requested the contact details of the hospital from the distributor (mtt), however, the distributor has not provided this information to fph. Our investigation is therefore based on our knowledge of the products and information provided by the distributor. The hospital reported to the distributor that the mr850 humidifier's temperature display indicated a high temperature and an alarm was noticed. This occurred 3 times with the same patient under the same setup with a CPAP system, and the alarm was noticed by hospital staff in all 3 occurrences. Mtt concluded that the reported fault was due to an error in the set-up of the system. Mtt determined the cause of the reported event was due to the flow faucet of the CPAP device not being opened prior to delivering therapy to the patient. This resulted in a lack of flow going through the water chamber while the mr850 humidifier was operating. The testing performed by mtt confirmed that all applied equipments, user materials and the CPAP device used with the humidifier, were not out of specifications. Without the return of the complaint devices and further information, we are unable to determine the cause of the reported event. If the complaint devices were returned to fph, performance checks and visual inspection would be performed to ensure the complaint devices met our specifications.